Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer also reported receiving a second button error alarm when they were attempting to bolus. The customer stated they were able to resolve the button error alarm with a battery change. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarm noted during bolus delivery. All buttons functioned properly. However, the insulin pump had moisture keypad traces, cracked reservoir tube lip, minor scratches on lcd window, cracked lcd window, cracked case at display window corner and scratched reservoir tube window.